Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the right side of the screen was scratched badly and the nurse from the doctor's office stated that she can barely read the numbers on the screen. Customer stated that the damage may have occurred form wearing the pump in his tool belt while he works. Customer stated that he does construction for work. Customer stated that he can read the screen but it is not very clear. Customer also stated that it is functioning as designed and he can live with it for now. Customer declined the replacement. Customer was advised to monitor the pump.